Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® 9nc 0.109m plus blood collection tube. The following information was provided by the initial reporter, "black matter was found in the tube before use."